Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, noise sensing has been recorded in stored egms'; the user is unable to ascertain if the noise results from atrial or ventricular channel (due to tied egm (a+v)). The ventricular lead is a sorin s80 tb implanted on (B)(6) 2002.